Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc), (returned to omsc on 2020-10-06). The evaluation at omsc hinode confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely mechanical overload due to the application of excessive force and/or mechanically induced wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience, the reported phenomenon could not be determined, and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure on (B)(6) 2020, the ceramic insulation at the distal end of the resection sheath broke off inside the patient. However, this went unnoticed until (B)(6) 2020, when a cystoscopy procedure was performed due to the recurrence of the bladder tumor, and a fragment of the beak was noticed inside the patient's prostate. Due to the recurrence of the bladder tumor, a follow-up turbt procedure is scheduled for (B)(6) 2020, during which the broken-off fragment is to be retrieved. There was no report about an adverse event or patient injury.